Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer underwent visual and functional testing. The programmer was powered on to check for error reports or boot-up issues. Analysis found that there was an issue with a portion of the circuitry related to the programmer screen and there was evidence of overheating. The component was then replaced, and the programmer then passed throughout all tests. Laboratory analysis confirmed the reported clinical observations.